Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the computer for the navigation system was replaced. The system then passed the system checkout and was found to be fully functional. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system became unresponsive when attempting to gather logs during the investigation of an unrelated issue. It was noted that the mouse was swapped out and functionality was temporarily restored. The reported issue then repeated with the second mouse. A separate usb port did not restore functionality. Restarting the navigation system did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.